Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: customer returned five 0.5ml 30ga 8mm in an open polybag from lot# 2157851. All the syringes were inspected by an experienced operator using a plug gauge & a scale misalignment gauge. Two of the five syringes failed the plug gauge test, and all the syringes passed the scale misalignment test. Since 2 syringes failed the plug gauge test, a volumetric analysis test was performed on all the syringes to verify the correct volumes of dosages were received by the user and all the syringes were found to be within specification. A review of the device history record was completed for batch# 2157851. All inspections and challenges were performed per the applicable operations qc specifications. Root cause analysis: there was one dispatch (dispatch# (B)(4)) in l2l noted for high zero lines that pertained to the scale misalignment complaint.

Event description:
It was reported that 50 bd micro-fine¿+ insulin syringes' scale markings were crooked/inaccurate. The following information was provided by the initial reporter, translated from german: "I have been using your insulin syringes for my cat for about 1 year. Now I have started a new pack and I am very surprised about the different markings. They start at different heights and some of them are crooked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd micro-fine¿+ insulin syringes' scale markings were crooked/inaccurate. The following information was provided by the initial reporter, translated from german: "I have been using your insulin syringes for my cat for about 1 year. Now I have started a new pack and I am very surprised about the different markings. They start at different heights and some of them are crooked."